Manufacturer narrative:
Product event summary: the full lead was returned for evaluation. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced shortness of breath, chest pain, and a low escape rhythm. It was noted that the right ventricular (rv) lead had dislodged so that the tip was near the tricuspid valve and exhibited intermittent capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.